Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to fresenius technical services that motor protection switch 16a was tripping at stage 1. The system alarmed with a disconnection message to indicate that the switch had tripped. The biomed placed the system into emergency mode stage 2 to complete patient treatments. There was no adverse effects to a patient nor treatment as a result of this issue. Upon evaluation, the biomed found the crimp connections to be burned and blackened. The surrounding insulation was hardened, crackled, and falling apart from heat exposure. The biomed confirmed there was no burning smell, smoke, spark, flame, or arcing observed. The biomed stated that they were informed during troubleshooting that loose connections can produce more heat which resulted in thermal damage. The biomed is confident that at some point previously the connections were handled too roughly and became loose. The biomed confirmed the machine has been returned to service. The motor protection switch was replaced with one available at the facility. The connections were wrapped with electrical tape. The motor protection switch and wiring will be replaced once new parts arrive. The biomed reconfirmed there was no personal harm to anyone nor adverse effect to a patient or treatment as a result of the thermal damage found. The biomed confirmed that the thermal overload switch was not tripping. The machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. A blown fuse in the local power supply was not identified nor was there any local power grid issues on or around the reported event date. The biomed stated that no photographs documenting the thermal damage were available to be obtained. The machine files have been requested for evaluation by the manufacturer.

Event description:
A user facility biomedical technician reported to fresenius technical services that motor protection switch 16a was tripping at stage 1. The system alarmed with a disconnection message to indicate that the switch had tripped. The biomed placed the system into emergency mode stage 2 to complete patient treatments. There was no adverse effects to a patient nor treatment as a result of this issue. Upon evaluation, the biomed found the crimp connections to be burned and blackened. The surrounding insulation was hardened, crackled, and falling apart from heat exposure. The biomed confirmed there was no burning smell, smoke, spark, flame, or arcing observed. The biomed stated that they were informed during troubleshooting that loose connections can produce more heat which resulted in thermal damage. The biomed is confident that at some point previously the connections were handled too roughly and became loose. The biomed confirmed the machine has been returned to service. The motor protection switch was replaced with one available at the facility. The connections were wrapped with electrical tape. The motor protection switch and wiring will be replaced once new parts arrive. The biomed reconfirmed there was no personal harm to anyone nor adverse effect to a patient or treatment as a result of the thermal damage found. The biomed confirmed that the thermal overload switch was not tripping. The machine is plugged into a hospital-grade ground-fault circuit interrupter (gfci) outlet. A blown fuse in the local power supply was not identified nor was there any local power grid issues on or around the reported event date. The biomed stated that no photographs documenting the thermal damage were available to be obtained. The machine files have been requested for evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However the reported issue can be confirmed based on the inadequate design of the blade receptable at the motor protection switch. The electrical contact at the motor protection switch was inadequate and caused the pump to run with two line conductors resulting in higher current and higher thermal energy. In consequence the thermal overload relay or motor protection switch will trip and the pump p1 will not be able to run anymore. The mentioned thermal energy also caused the discoloration and overheating of the insulation of the wiring and blade. This a known issue and a CAPA has been opened to address the issue. A new design was released for the wiring and its included crimp connection of the blade receptacle. The device was built before the implementation of this new design. It was not confirmed whether the motor protection had already been replaced. The biomed stated that the reported issue was resolved when the motor protection switch was replacement with an available spare. It was also noted that the wire connections were wrapped with electrical tape and the manufacturer states that all wires connected to the motor protection switch in stage 1 and 2 should be replaced against the improved design. The machine files could not be reviewed as they were requested but not provided. However further investigation through review of the device history record, service history, or replication of the reported issue is not required as this issue is a known failure pattern.